Manufacturer narrative:
The field service engineer was at the user facility and identified ¿e213 otv error¿ occurred continuously on the liquid crytal display screen after the unit is turned on. As a result of the error, there is a no image defect while the camera head was inserted. No physical damage was observed. The device was returned to olympus service. The technical report confirmed the error 213 and no image on monitor screen is due to defective (ap) circuit board. Additionally, there is dust inside the unit. The internal shield was found deformed. The main power switch is cracked. Also, there are minor corrosion on rear panel, dent marks on heat spacer, and scratches on front panel and top cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Event description:
Olympus (omsi) was informed via service inquiry that the customer visera elite ii video system center was reportedly ¿not working¿. The problem occurred during an unspecified event. The olympus field service engineer (fse) visited the user facility to inspect the concerned device. The fse found ¿e213 otv error¿ occurred continuously on the liquid crytal display screen after the unit is turned on. As a result of the error, there is a no image defect. This report is being submitted to capture the no image defect. No patient involvement or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code e213 and no image most likely due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.